Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced fever, nausea, vomiting, cystitis, bowel obstruction, abdominal distention, suicidal ideation and attempts, atrophic vaginitis, heavy discharge with bad odor, bleeding, pain, rectocele, urgency, frequency, mild dysuria, urinary tract infection, insomnia, urinary retention, and urinary incontinence. It was also reported that the plaintiff allegedly experienced vaginal scarring, organ perforation, recurrence, emotional distress and a product problem. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to MFR report #: 2183959-2014-51009. Related to MFR report #: 2183959-2014-51135. Related to MFR report #: 2183959-2014-49169. Related to MFR report #: 2183959-2014-51002. Related to MFR report #: 2183959-2014-51104.

Manufacturer narrative:
(B)(4).